Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called to report a high reading issue with the adc blood glucose meter. The caregiver reported the customer experienced symptoms of dizziness, "difficulty walking", and faintness. The paramedics were called and a reading of 200 mg/dl was obtained on the adc meter, which the paramedics indicated was incorrect. No comparison reading was provided. The paramedics determined the customer was hypoglycemic, and treated with a glucose tablet and orange juice. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver called to report a high reading issue with the adc blood glucose meter. The caregiver reported the customer experienced symptoms of dizziness, "difficulty walking", and faintness. The paramedics were called and a reading of 200 mg/dl was obtained on the adc meter, which the paramedics indicated was incorrect. No comparison reading was provided. The paramedics determined the customer was hypoglycemic, and treated with a glucose tablet and orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with a button and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified.